Event description:
Add'l info received on 7/30/97 indicates the aus device was implanted on 8/28/85. On 10/16/85 the balloon was revised. On 10/11/89 the pump was repositioned. On 5/14/97 the cuff and balloon were removed from the pt and replaced due to cuff problem - a leak occurred in the cuff at the junction of the tubing in the cuff.